Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On the evening of (B)(6) 2022, after mowing the lawn, the patient was not feeling well but his cgm value was 80 mg/dl. He ate dinner and based upon this cgm value after dinner, he self-treated with 6 units of insulin. Thirty-minutes later, the patient started feeling bad, developed slurred speech and became confused could not remember his wife¿s name or his son-in-law). His cgm displayed 66 mg/dl; a bg was performed which was 22 mg/dl. He was treated with apple juice and transported to the emergency department (ed) by his wife and son-in-law. Upon arrival in the ed, a bg was performed which was 42 mg/dl. He was treated with given apple juice and blood tests were performed. The patient remained conscious throughout the event and was released an unspecified amount of time later when his bg was 160 mg/dl. No data was provided for evaluation. The product was not evaluated because sensor has been compromised and the environment in which the system failed cannot be replicated. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.